Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(6) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device's internal battery was inoperable. This resulted in an alarm which notified the caregiver of the error message. There was no patient harm or injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported battery inoperable alarm was confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).